Manufacturer narrative:
The device was discarded by the customer and not available for investigation. Resmed is unable to confirm the alleged malfunction. There was no adverse event reported for this incident.

Event description:
It was reported to resmed that an s8 elite CPAP caught fire.